Manufacturer narrative:
Additional information was on (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information reported, the patient developed capsular contracture. During the visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Note: it was discovered on (B)(6) 2020, that device returned fields were erroneously omitted in follow up report 1. Please refer to h11 . Corrected data section for corrections manufacturer¿s reference number: (B)(4) d9. Device available for evaluation? Field has been updated d9. Is device returned to manufacturer? Field has been updated d9. Date device returned to manufacturer field has been updated

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent primary breast reconstruction surgery with a 260cc mentor memorygel breast implant experienced left sided capsular contracture baker grade IV post procedure. As a result, patient underwent bilateral removal and replacement with two 355cc mentor memorygel breast implants on (B)(6) 2020.